Event description:
In this event, it was reported that an estylus 1:5 handpiece reportedly overheated; no injury resulted.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The root cause of the reported problem was set/tail/head assembly excessive use. The overheat failure was reproduced during free run testing, when measured max head temperature increased to 137 degrees c, and during cutting testing when the measured max head temperature increased to 63 degrees c. The bur bearing failure most likely created friction that resulted in temperature increase. The significant bur end bearing wear was possibly caused by insufficient lubrication, since the parts appeared to be dry and no lubricant was observed on the bearing components. The worn chip air and water sealing o-rings may have also contributed to the temperature increase.